Event description:
It was reported that the insert was impacted in the correct manner with the correct instrumentation. This left a large horizontal defect on the anterior aspect of the insert. Surgeon decided to replace the insert due to this defect as he was concerned about the quality of the poly. Closer inspection revealed pitting in the articular surface of the insert.